Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns.without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿dislodgement of atrial lead of the crt-d system and its migration into the pocket presenting as its absence on chest x-ray.¿ pace. 2007. April; vol. 30, pp 584-585. Doi/10.1111/j.1540-8159.2007.00715.x/epdf. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted lead. The article indicated that the patient presented with heart failure symptoms needed an implantable cardiac resynchronization therapy-defibrillator (crt-d) device system implanted. The patient showed ¿immediate¿ clinical improvement. However, three weeks later the symptoms returned. The patient had an electrocardiogram (ECG) which revealed no pacing. The atrial lead had dislodged and migrated and was situated behind the device. The device also had ¿rotated¿ 90 degrees counterclockwise in the device pocket. The leads were ¿not affected at all.¿ the author indicated that the patient denied any movement or trauma; the author stated that this could only occur due to ¿twiddling.¿ the lead was replaced. The author also indicated that this type of lead migration into the device pocket ¿most likely occurred¿ due to the ¿inadequate fixing of the lead in the pocket due to loose ligature used for anchoring the lead.¿ the patient made an uneventful recovery. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that there was no allegations against the product and the complication "occurred most likely due to an improper or loose anchoring ligature during implant." The author also indicated that there was no other procedure apart from the lead repositioning. The author also noted that the patient underwent a device replacement (unknown reason) "many years back," and the patient expired last year due to "heart failure and comorbid illnesses." No further information was available.